Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This is 3 of 4 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a healthcare professional (hcp) reported that they received an urgent medical device recall letter. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the hcp, who confirmed the serial number of the adc device in question and ordered a replacement. Based on the information provided, there was no report of serious injury associated with this event.